Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the product was mislabeled. During unpacking of a 15mm x 2.00mm nc quantum apex¿ balloon catheter, it was noted that there was a different size of 3.0mmx30mm nc quantum apex¿ balloon catheter inside the box. The closure strip was intact prior to opening the carton and the device was not used inside the patient. No patient complications were reported.